Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 the pump was alarming and the patient was going through withdrawal which had come on gradually. She had gone to the ER (emergency room) and they gave her oral medication and oral nerve medication to help take the edge off of the withdrawal. The doctor told her he could not give her enough medication to get through all the withdrawal that she would be going through. The patient had missed a scheduled pump refill on (B)(6) 2017 as it took too long for her pump records to get from her old doctor to her new potential doctor. The patient was requesting physician listings so they could continue to try and find another doctor. The patient had relocated. The patient went to see her primary doctor today who was trying to help her find a pump managing doctor in the area. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s daughter who reported that the patient¿s pump had been out of fentanyl for two months and they were still attempting to find a new pain management physician to assist with the pump. The patient had not yet found a new physician and the patient¿s pump was still alarming. No further complications have been reported as a result of this event.